Manufacturer narrative:
Pictures and the defective piece received by the customer for evaluation confirmed the complained issue, missing-gasket. No anomalies were found on archived samples of sol-m 5ml slip tip syringe w/o needle (bulk, sterile), ref p180005stbs, lot 04107154 checked. The manufacturing partner suspects the complained defect could have been caused by an isolated and occasional debugging of the gasket's enter track automatic assembly machine, the machine was stopped, and the gasket did not enter the assembly turntable in time. The plunger was directly assembled with the barrel, the inspectors did not find the defective product in time resulting in the complained piece being placed on the market. As a corrective action, the manufacturing partner informed all related workers about the complaint received and arranged training focusing on the customer-complained defect. The issue is considered an accidental and isolated case. Sol-millennium will continue to monitor this kind of issue and in case the number of complaints increases, further evaluation and corrective actions will be taken. This report was initially submitted on 11/26/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported: I would like to inform you that during our process we have found syringe without gasket.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.